Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar laminectomy and decompression, nucleus pulposus exploration and removal, internal fixation through the pedicle system, spondylolisthesis reduction, intervertebral fusion and bone graft fusion due to lumbar spondyl olisthesis, lumbar spinal stenosis, osteoarthritis and chronic pelvic inflammatory disease. Intra-op, when half of the implant was driven into the fusion cage, prosthesis got cracked and the holding part broke because of which all the implants were removed. No patient complications were reported.

Manufacturer narrative:
Product analysis results: visual and optical inspection revealed the implant was returned fractured into multiple pieces. Initiating fracture appears to be near the ¿nose¿ of the implant, suggesting significant impact during insertion. A portion of the implant that connects to the nose was not returned. Macroscopic examination of inserter interface posterior nose did not identify any cracks emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.